Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this caller reported telemetry difficulty with a programmer and communicator. A boston scientific technical services consultant instructed the caller to perform a magnet reset which was successful and telemetry was then established with the programmer. No adverse patient effects were reported.